Event description:
The fixing screw of the cable roller on the ceiling suspension (cs) came loose, so that there is a potential for the cable roller to fall down.

Manufacturer narrative:
The investigation is still ongoing and a f/u report will be provided by february 7, 2011. (B)(4).